Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1javn. Implanted: (B)(6) 2017. Product type: lead device code (B)(4) pertains to the lead (va1javn). Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding the patient who was implanted with a neur ostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the patient had stated that the office staff interrogated the device and lead. The patient noted that the lead showed open impedances and that the battery had 7 months left. The rep noted that they did not see the patient and that office staff programmed. It was indicated that the issue was not resolved at the time of report and that a follow up appointment had been scheduled. Additional information was received from a manufacturer representative (rep). The rep reported that the healthcare professional (hcp) did an impedance check a couple weeks ago and impedances for electrode 0<(>&<)>3 were <(><<)>50 ohms. The rep stated that the impedance was fine on the day of surgery, that the patient was currently using 1- 3+ 0.70 volts, and that the patient was getting therapeutic benefit. The rep was not sure what happened that might have caused the short and did a 1.5 volt impedance check. It was indicated that the patient could not tolerate a higher voltage and was no longer available. The results of the impedance test were: 479 ohms for c<(>&<)>0, 1016 ohms for c<(>&<)>1, 983 ohms for c<(>&<)>2, 483 ohms for c<(>&<)>3, 1980 ohms for 0<(>&<)>1, 983 ohms for 0<(>&<)>2, <(><<)>50 ohms for 0 <(>&<)>3, 1980 ohms for 1<(>&<)>2, 1980 ohms for 1<(>&<)>3, and 983 ohms for 2<(>&<)>3. No patient symptoms or further complications ns were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they interrogated the battery the day prior to the report and the battery had 91 to 100% left. The open impedance on zero and three was noted even when they ran up the amplitude to 1.5v. Patient symptoms are doing well and they are to follow up as needed. No further information reported.